Event description:
Voluntary medwatch received states that the patient's left ventricular lead exhibited out of range r-wave measurement. No intervention or procedure was reported. The patient status was unknown.

Manufacturer narrative:
UDI is not available as product information was not provided.